Event description:
The patient was implanted with the ecoin device on (B)(6) 2025. However, the device was never activated as the patient missed their activation appointment. On (B)(6) 2025, the patient reported their incision site was not healing and they had been seeing wound care at their primary care. The implanting clinician and territory manager were not made aware of the delayed wound healing until (B)(6) 2025. The patient is seeing wound care for debridement and will follow-up with urology. No further information is available at this time.

Manufacturer narrative:
The device history file for both the ecoin device (503075) including the sterile load history report (300-912) and the procedural kit lot (301-250) available at the implantation facility were reviewed and there were no related issues found. Potential causes of impaired healing include: the patient having co-morbidities, the patient participating in any unusual/strenuous activity, or experiencing any trauma at the implant site. The ecoin device is used to treat urgency urinary incontinence. The cause of the impaired healing is unknown. The investigation findings do not lead to a clear conclusion on the cause of the impaired healing. Therefore, the root cause code was selected as unable to determine.

Manufacturer narrative:
The device history file for both the ecoin device (503075) including the sterile load history report (300-912) and the procedural kit lot (301-250) available at the implantation facility were reviewed and there were no related issues found. Potential causes of impaired healing include: the patient having co-morbidities, the patient participating in any unusual/strenuous activity, or experiencing any trauma at the implant site. However, the patient did not report any unusual activity or trauma. The ecoin device is used to treat urgency urinary incontinence. The cause of the impaired healing is unknown. The investigation findings do not lead to a clear conclusion on the cause of the impaired healing. Therefore, the root cause code was selected as unable to determine.

Event description:
The patient was implanted with the ecoin device on (B)(6) 2025. However, the device was never activated as the patient missed their activation appointment. On (B)(6) 2025, the patient reported their incision site was not healing and they had been seeing wound care at their primary care. The implanting clinician and territory manager were not made aware of the delayed wound healing until (B)(6) 2025. The patient is seeing wound care for debridement and will follow-up with urology. Additional information was provided on august 14, 2025. An infection was confirmed, the patient is no longer on antibiotics, and the wound is healing.